Event description:
It was reported that the patient with this right ventricular (rv) lead was treated for ablation. In addition, this rv lead has dislodged and was confirmed via fluoroscopy. Surgical extraction was performed and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was treated for ablation. In addition, this rv lead has dislodged. Surgical extraction was performed and replaced with the same model. No additional adverse patient effects were reported.